Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leaking from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Healthcare professional reported a lap-band port leak. The event was first noted when the "pt [patient] came in for f/u after fill because [patient] was having pain. Fluid was remeasured." The pain was reported to be "epigastric pain" and that the pt "complained of pain after receiving a fill.". The pain was treated with "lortab elixer". The 'band was not retaining fluid." The physician "checked [the port] with methylene blue and it oozed out the back of the port." The port was explanted and replaced.